Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, during the placement of product, blood leakage was observed both inside and outside the sheath protective sleeve, which delayed the treatment time. Involved 1 pc."

Manufacturer narrative:
(B)(4). The customer report of a sheath valve leak was confirmed through investigation of the returned sample. The customer returned one opened psi sheath, 7fr swan-ganz catheter, and a cath-gard for analysis. Functional leak testing of the device in accordance with required specification did not reveal any leaks or anomalies of any kind; however, aspiration testing revealed that air-bubbles form when the inserted component is held at an angle. Consultation from r & d unit revealed angled catheters can contribute to the customer observing air-bubbles during aspiration. A device history record review was performed, and no relevant findings were identified. The returned 7fr catheter is compatible with the reported device however, it is unknown, at the time of the event, the orientation of the catheter relative to the hemostasis valve. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, during the placement of product, blood leakage was observed both inside and outside the sheath protective sleeve, which delayed the treatment time. Involved 1 pc."